Event description:
The customer reported that pump serial number (B)(4) has system error 322 alarms. There was no pt injury reported. No further info was available.

Manufacturer narrative:
(B)(4). The device was received at baxter for eval. The unit was tested for 24 hrs with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. Eval was unable to determine the cause. Eval of unk contributors to ec 322, has led to the determination that the upper and lower aux were the failing components and were replaced.